Manufacturer narrative:
Manufacturing review of the elupro antibiotic-eluting bioenvelope device history record was completed on 08apr2026 and identified no quality issues or nonconformances during processing of the final packaged lot or sterile subassembly lot. All drug performance testing met established qa release criteria for assay, elution profile, impurities and endotoxin testing. It is noted that the instructions for use (IFU - art20837 rev. A) provided with each elupro bioenvelope device lists inflammation and infection as potential complications associated with device usage and a cied implantation procedure. No further details are available regarding the reported event.

Event description:
It was reported via the elupro antibiotic-eluting bioenvelope registry post market clinical study that a 71 yr. Old male patient (subj. (B)(6) underwent a battery/generator change-out procedure on (B)(6) 2025 using an elupro bioenvelope (model # cmcv-124-lrg; lot #m25b1030). A combination of saline and irrisept were utilized to rehydrate the elupro device for 5 seconds. No concerns or complaints were reported during or after the implantation was complete. On (B)(6) 2025, it was reported that the patient experienced an adverse event of possible cellulitis, with no pocket infection observed. The patient was prescribed 100mg doxycycline. The adverse event was suspected to be possibly related to both the cied procedure and the elupro bioenvelope device. At subsequent patient follow-up, the reported cellulitis had resolved without sequelae, no further information is available regarding this event, should any additional information be received, a follow-up report will be submitted.